Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident_description: patient had infusomat space pump IV set (3 caresite luer access devices)) established in operating room. Adult pacu nurse established secondary infusion and b braun pump alarmed air in line. When nurse went to clamp pump to manage alarm, roller clamp was found on the floor. Entire IV set-up discontinued, so that patient couldn't receive the remainder of his medication. No injury reported.